Manufacturer narrative:
(B)(4).

Event description:
It was reported that a one day after this right atrial (ra) lead was implanted, there was an additional procedure that was performed to reposition the lead for dislodgement. The device had oversensed the procedure noise when going back into the pocket to revise the lead. The system remains in-service. No additional adverse patient effects were reported.